Event description:
A false positive advia centaur xp rubella g result was obtained by the customer on a patient sample and the physician questioned the result. The positive result was considered discordant when compared to an initially negative rubella g on another test method. The customer performed repeat advia centaur xp rubella g testing with a second reagent lot and the results were positive. The patient sample was also treated with heterophillic blocking tubes (hbt) and the result was positive. Repeat testing was performed on two other alternate rubella g test methods and the results were negative. The customer sent the patient sample to an expert laboratory center and the rubella igg result was positive. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp rubella g result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00317 on 01/02/2014 for a false positive advia centaur xp rubella g result and considered discordant when compared to an initially negative rubella g on another test method. 01/21/2014 - siemens was provided with the patient sample for further investigation. The patient sample was tested on multiple advia centaur xp rubella g reagent lots and the test results were reactive. The patient sample was also tested for advia centaur xp rubella m and the result was non-reactive. The patient sample was treated with non-specific antibody binding tube (nabt) and there was no observed difference in the rubella g dose result. Siemens in-house test results: reagent lot advia centaur rubella g 068174 24.4 (reactive)068175 22.5 (reactive)068176 26.6 (reactive)other test results: advia centaur xp rubella g - non-specific antibody binding tube (nabt) - no observed difference in the rubella igg dose result.advia centaur xp rubella m - non-reactive. Conclusion: the cause for the positive patient result when compared to an initially negative rubella g on another test method is unknown. The advia centaur xp assay calibration and quality control data found to be within specification at the time of the event. There were four advia centaur rubella g discordant results for the same patient from (B)(6) 2103 and the observed specificity is approximately 95%. This approximated specificity is comparable to the relative IFU claim specificity of 98.8% with a 95% confidence interval of 96.46 - 99.75. No conclusion can be drawn.

Manufacturer narrative:
The cause for the positive rubella g test result when compared to the negative alternate test method test results is unknown. There were no other discordant rubella g patient results reported by the customer at the time of the incident and the customer's calibration and quality control results were within specifications. The customer sent the patient sample to an expert laboratory center and the rubella igg result was positive. Siemens has inquired if the patient's sample is available for further investigation. No conclusion can be drawn. The instruction for use (IFU) states in the intended use section: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."